Manufacturer narrative:
The complaint states after implanting pinnacle 100 56mm cup, pekka ala-mononen inserted ceramic liner carefully in to the cup. When he impacted the liner first time with a moderate hit, the liner broke in pieces. The whole edge of the liner were broken. The liner seems to be properly aligned. Pictures of the implant exist a review of complaints databases and manufacturing records did not identify any anomalies. A report was received from the supplier stating the component properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre existing defect. Due to a lack of ceramic parts further investigations cannot be done. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.

Event description:
After implanting pinnacle 100 56mm cup, pekka ala-mononen inserted ceramic liner carefully in to the cup. When he impacted the liner first time with a moderate hit, the liner broke in pieces. The whole edge of the liner were broken. The liner seems to be properly aligned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).